Event description:
On (B)(6) 2014 the reporter contacted animas, alleging a power (battery life) issue: the pump has had short battery life for over a month. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/11/2014 with the following findings:a review of the black box showed one low battery warning and the alarm history showed multiple low battery warnings and replace battery alarms. Excessive battery usage was observed in the black box. The returned battery cap was able to tighten appropriately to the pump. The pump powered on appropriately with no power issues. A rewind, load, and prime sequence was performed successfully with no power issues. Investigation revealed that the pump¿s current draws were not within specifications. The pump case was removed; no evidence of moisture was found. A cold colder connection was observed on the pump¿s continuous glucose monitoring circuit, resulting in high current draws. Unrelated to the complaint, investigation revealed that the battery compartment was cracked.